Manufacturer narrative:
H6: the device issue was evaluated by the asp where the reported issue of it providing inaccurate fio2 (fraction of inspired oxygen) readings was confirmed. The asp replaced the metering valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the metering valve.

Event description:
An authorized third party service provider (asp) observed that the device was providing inaccurate fio2 (fraction of inspired oxygen) readings. There were no reports of patient involvement associated with the reported event.